Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: (B)(4) - battery (B)(4). No, device not available. No, not returned to manufacturer. Device MFR date: 16-sep-2015. Labeled for single use: no. (B)(4). (B)(4)- battery di #: (B)(4). No, device not available. No, not returned to manufacturer. Device MFR date: 24-feb-2016. Labeled for single use: no. (B)(4). (B)(4)- battery. Di #: (B)(4). No, not returned to manufacturer. Device MFR date: 26-feb-2016. Labeled for single use: no. (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It was reported that the patient was experiencing vad disconnect alarms during a routine battery change and power switching along with low priority alarms. One battery, (B)(4), was returned for evaluation. Three batteries, (B)(4), (B)(4),, were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non returned batteries manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and the controller was stable.  Failure analysis of the other three batteries was not performed since the units were not returned. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4).  The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnection. Alarm file did not record any "vad disconnect or low priority alarms" within the analyzed period as described in the reported event details. However, analysis of the event files revealed 2 controller power up with their associated motor start event on (B)(6) 2017 at 09:52:50 and 09:53:08 respectively. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 with 82% rsoc and (B)(4) was connected to power port 2 with 41%. The data point after the loss of power revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2, (B)(4)'s and (B)(4)'s capacities were logged as "202" which indicates that the batteries experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. The loss of power with a no power alarm was most likely perceived by the patient as the reported "vad disconnect alarms during a routine battery change". Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that power source 2 connected prior to the loss of power was replaced.  The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the loss of power may have occurred due to a double disconnection of both power sources. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional batteries associated with the reported event: (B)(4)- battery / catalog number 1650de / expiration date 2017-02-28 (B)(4). (B)(4)- battery / catalog number 1650de / expiration date 2017-02-28 (B)(4). (B)(4)- battery / catalog number 1650de / expiration date 2017-02-28 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to (B)(6) regulations prohibiting the transportation of lithium ion batteries by air. Investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came into clinic due to a ventricular assist device (vad) disconnect alarm during a routine battery change at home. The vad coordinator could confirm later on that on port two (2), the battery changed between connected and missing, which presented with a normal low priority alarm indicating that one battery is missing. The mechanical connection was checked out twice and found no connections with any damage. There was no effect on the patient. The controller was exchanged and the problem resolved.